Event description:
It was reported that a user experienced elevated blood glucose while using the ilet, with fingerstick readings increasing from 181 mg/dl to 224 mg/dl before later trending down to 122 mg/dl; the device problem and component were not determinable based on available information. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.